Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line and leaflet damage requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted with no issue. A second clip delivery system (cds) was advanced and the clip deployed. While removing the gripper line resistance was felt. Once the gripper line was completely removed, the mr increased. The clip seemed attached but the posterior leaflet developed a prolapse. A third clip was implanted between the first two clips to stabilize the second clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance (gripper line ¿ difficulty) could not be determined in this complaint. The reported tissue damage was a result of the reported physical resistance (gripper line ¿ difficulty). The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.